Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. It was noted that the lp was repositioned due to inability to capture and sense upon fixation. During repositioning, it was observed that the patient's heart rate decreased due to cardiac perforation resulting in effusion and eventual cardiac tamponade. Pericardiocentesis was performed. The procedure was completed using a transvenous pacing system on (B)(6) 2026. The patient was unstable.